Event description:
It was reported that during an unknown procedure, some clips were delivered but in open shape. Another like device was used to complete the case. There were no adverse consequences to the pt.